Manufacturer narrative:
Report source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, low defibrillation impedance resulting in an over current detection and an aborted shock were observed. No intervention was performed at this time. The patient was stable and will continue to be monitored.